Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill four of five of peritoneal dialysis (pd) therapy. During the troubleshooting, a leak was reported between the heater line of the homechoice cassette and the heater bag which is known to cause this alarm. Renal therapy services (rts) advised the patient to perform a manual drain and contact their peritoneal dialysis registered nurse regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.